Event description:
Patient was undergoing embolization procedure for cerebral artery aneurysm using penumbra 400 coils. The first coil was advanced in the penumbra pxslim045 microcatheter, but got stuck approximately 6 cm from the distal tip of the microcatheter. The pusher delivery wire was broken into two pieces. The pusher/coil assembly was withdrawn and the operation continued with a total of fourteen coils being delivered. There was no adverse effect on the patient's health.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.